Event description:
(B)(4). The patient had acute renal failure, thrombophlebitis and sepsis. Vegetation on the lead was diagnosed. Antibiotic treatment was started and explantation of ICD system occurred on (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.